Event description:
Complainant alleged that before use, the device experienced a technical failure 389 - "no o2 dosing possible". Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional information received indicates that a field service engineer (fse) inspected the device onsite and completed a full performance check and electrical safety test (est). No faults or leaks were identified, and the device operated within manufacturer specifications. The device was returned to service.